Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient noted being disappointed due to horrible and unexpected side effects. The patient is experiencing visual disturbances such as glare, rings around lights, star bursts, reduced contrast sensitivity, decrease in ability to distinguish objects from their background especially in dim lighting and difficulty driving at night. Additional information has been requested.